Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is experiencing a prime fill anomaly. The customer wanted to fill the insulin pump but it stays stuck in menu. The insulin pump is squirting insulin. There were no significant events prior to the anomaly. The blood glucose readings were 7.7 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test and prime test. No prime anomaly was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.